Manufacturer narrative:
Additional information: (expire date/lot/UDI#), (names/email), (phone/fax#), evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual evaluation of the instrument found no abnormalities. The instrument was loaded with an articulating vascular/medium reload for functional testing. It was observed that when the instrument handle was actuated the reload jaws would not clamp. An examination found that an internal component was disengaged within the device. The disengaged component prevented the reload jaws from clamping when the instrument handle was actuated. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. The root cause of the observed condition was determined to be a result of an assembly activity and a process improvement has been implemented to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product sample or additional supporting materials from the account was not available for this incident. Without a physical product sample, we are unable to perform any functional or visual testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve procedure, the stapler locked, unable to handle the load. The device broke. There was no medical intervention or patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.